Event description:
Customer reportedly noted there was no flow coming from the auxiliary oxygen flowmeter. There was no reported pt injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing.